Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652, implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported by the patient¿s spouse that the patient received a shock and the alert tone was going off. They are out of town and they were told by the cardiologist to have the patient¿s device checked. The device remains in use. No further patient complications have been reported as a result of this event.